Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump had a motor rate error. No patient involvement or injury was reported.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. A visual inspection revealed a broken screw insert inside the top case. A review of the pump event history log revealed primary audible alarm. The reported issue of "system failure: audible alarm test" was not replicated during occlusion testing. The cause of the reported issue was determined to be unknown.